Event description:
It was reported that when the 543965 was used during the operation, the ninth clip was stuck which caused subsequent clips not to close. Then a new 543965 was used, but clip cannot be opened which caused it to fail to ligate.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned appears used as there is biological material present on the device. Reference file: (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip fell from the jaws. The next clip was able to load properly and was successfully applied to over-stressed surgical tubing. Another attempt was made , and the third clip again fell from the jaws. This was repeated with the same result. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file: (B)(4) for investigation photos. The IFU for this product: l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Upon functional inspection, only one out of four clips fired properly. The rest of the clips fell from the jaws. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900572 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the 543965 was used during the operation, the ninth clip was stuck which caused subsequent clips not to close. Then a new 543965 was used, but clip cannot be opened which caused it to fail to ligate.